Event description:
It was reported that the patient has shown a recent drop in pacing impedance, increase in thresholds and decrease in r-waves. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned. Analysis noted surface abrasion at connector boot area. Normal electrical characteristics were found on the returned lead portion. Without return of the entire lead, a complete analysis could not be performed.